Manufacturer narrative:
The lens was returned adhered to the clear portion of a non-alcon pouch. Solution is dried on the lens. The lens was cleaned with lphse. The anterior optic surface has a large area that is altered/damaged. Forcep marks are observed on the outer edges of the altered/damage area. This may have occurred during removal. No other ¿cloudy¿ areas are observed. Light scratches were also observed. The optical resolution could not be verified due to the extent of the surface damage; focal length is in the range equaling a 25.0 diopter. The root cause could not be determined for the compliant of "cloudy optic, difficult seeing, decreased va". The anterior optic surface has a large area that is altered/damaged. Forcep marks are observed on the outer edges of the altered/damaged area. It is unknown if this was caused during the lens removal or if it is the basis of the complaint. The optical resolution could not be verified due to the extent of the surface damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a surgeon reported a patient to have complained that it was difficult to see. The surface of the lens (optic) seemed to be cloudy. The iol was exchanged for another model.